Event description:
It was reported that the protective sheath and stylet were removed from a 3.5 x 18 mm alpine stent delivery system (sds) without issue. The sds was advanced to the lesion; however, angiography showed there was no stent implant on the balloon. Angiography revealed that the stent was not in the patient. The lab was searched and the stent was not found. The packaging had been thrown away but the stent was found still on the stylet partially inside the protective sheath. Another alpine was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience alpine rx stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.